Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the proximal conductor was fractured. The internal defib-rv was fractured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted but not used. The physician had implanted the lead but noticed that the lead had lost slack via fluoroscopy check prior to leaving operating room. Slack was given to the lead; however, high impedance and oversensing of noise was observed on the lead. The physician retracted the helix screw and repositioned the lead but noise was still observed on the lead. The physician removed the lead and implanted a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the interior right ventricular defibrillation cable was extrinsically fractured due to pulling/stretching. The proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.